Event description:
It was reported that the insulin pump alarmed motor error during the prime process. The blood glucose reading was 240 mg/dl. No significant events leading to the alarm were observed. The customer also reported that she could see air bubbles in the infusion set tubing; the blood glucose reading was 230 mg/dl. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.